Manufacturer narrative:
Summary of device evaluation: the investigation found that the seal on the returned pouch was missing, which is consistent with the condition observed in the customer-provided images. The evaluation identified manufacturing as the cause for the incomplete seal (operator not following instructions defined on the manufacturing procedure). Further investigation concluded that the present event is related to an isolated event; there are no similar complaints based on the complaint category regarding this product family from the last two years recorded in the complaint system at the time of this investigation. Additionally, a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The findings from this investigation have been communicated to manufacturing operators through an awareness communication.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the coil was selected for the embolization of the internal iliac artery. Reportedly prior to use, the coil packaging was noticed to be open. The coil was not used and the physician used other coils to successfully complete the case. There was no report of harm or injury to the patient.